Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filled upon completion of the evaluation or if addtional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility returned the device for service. During service testing, baxter service technician reported that the device underdelivered. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.